Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 11 days after implantation. The patient has no significant medical history. The doctor noted pain during explantation. The patient required another surgical intervention to recover.